Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer is complaining that this meter is giving erratic results. Customer ran a test on (B)(6) 2016 at 12 pm and the result was 500mg/dl (non fasting) and his son's true track meter read 113mg/dl. His normal range is 95-104mg/dl (non fasting) . Customer opened strips on (B)(6) 2016 and stored in the bedroom. The test strip lot manufacturer's expiration date is 12/30/2017. Customer is currently on levemir 75units, @ night and novolog 10 units during the day. Customer stated he did not have any symptoms of high blood glucose at the time of test. Medical attention is not reported as a result of the actual blood glucose results. The customer run a back to back test during the call and results was 48mg/dl and 33mg/dl (fasting). The meter memory was reviewed for previous test result history: (B)(6).